Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There were no similar events for the reported lot. Not returned to the manufacturer.

Event description:
Rep reported a hip revision. Accompanying explant pictures reveal a stem with a sheared-off trunnion, a femoral head, and a poly liner with very evident wear at one point of its rim. Patient was revised to a restoration modular stem.

Manufacturer narrative:
Additional information: executive summary. An event regarding taper wear and disassociation of the head from the stem involving an accolade stem was reported. The event was confirmed based on the photographs of the explant provided and the clinician review. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted stem component with gross damage of the trunion visible. A segment of the trunion has broken away. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition in absent anteversion and far medialization has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing corrosion between femoral head and stem taper leading to progressive metal substance loss with ultimately a fatigue fracture of the trunnion with catastrophic failure and metallosis requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event was confirmed based on the photographs of the explant provided and the clinician review. Clinician review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition in absent anteversion and far medialization has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing corrosion between femoral head and stem taper leading to progressive metal substance loss with ultimately a fatigue fracture of the trunnion with catastrophic failure and metallosis requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep reported a hip revision. Accompanying explant pictures reveal a stem with a sheared-off trunnion, a femoral head, and a poly liner with very evident wear at one point of its rim. Patient was revised to a restoration modular stem. Update: shell malposition was noted during clinician review.